Event description:
Same patient as MFR# 2134265-2012-04340, 2134265-2012-04342, 2134265-2012-04341, 2134265-2012-04339. It was further reported that in (B)(6) 2011, the proximal lcx was treated with placement of a 2.75x14mm non-bsc stent. Per source, while advancing the non-bsc stent there was dislocation of the whole system and it remained stuck in the ostium of the lcx but was able to be implanted switching to eba 3.5mm and angioplasty with a 2.5mm balloon. Of note, due to tendency towards in-stent restenosis, a planned coronary angiography was planned for 6 months or immediately if the patient experienced symptoms.

Manufacturer narrative:
Update: describe event or problem, relevant tests/lab data. (B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the index procedure, cardiac catheterization found that the second target lesion extended into the first obtuse marginal coronary artery. An attempt was made to cross the high grade stenosis in the left circumflex coronary artery with a 2.0mm maverick2 balloon. However, it could not cross the lesion. A 2.0mm non-bsc balloon was attempted but also failed. Finally a 1.25mm non-bsc balloon was able to cross. Intravascular ultrasound performed following deployment of the first 4.0x8mm promus element stent found that there was incomplete coverage of the lesion. However, no device malfunction was reported. The second 4.0x8mm promus element stent was then deployed followed by post dilation with a 4.0mm nc balloon inflated to high pressure. Subsequent intravascular ultrasound revealed a good result with a slight overlap of the stents into the left anterior descending and left circumflex. Additional post dilation was carried out using a kissing balloon technique. At the time of the event, following treatment, residual stenosis was 0% and the patient was discharged 3 days later.

Event description:
(B)(4). Same case as MFR ID: 2134265-2011-05933, 2134265-2011-05930, 2134265-2011-05934. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald class iib). Cardiac catheterization revealed two lesions. The first was a bifurcated, 70% stenosed and 5mm long lesion located in the left main coronary artery (lmca) with a reference vessel diameter of 4.0mm. This was treated with predilation and deployment of two overlapping 4.0x8mm taxus element stents and post dilation resulting in 0% residual stenosis. The second was a 90% stenosed and 15mm long lesion located in the proximal left circumflex (lcx) with a reference vessel diameter of 2.5mm. This was treated with predilation and deployment of overlapping 2.5x24mm and 2.5x12mm taxus element stents resulting in 0% residual stenosis. The patient was discharged two days later in aspirin and prasugrel. (B)(6) 2011: the patient was hospitalized and underwent cardiac catheterization which revealed a long section of 90% in stent restenosis of the proximal to distal lcx. This was treated with angioplasty and placement of a drug eluting stenting. The event is reported to be resolved without residual effects.